Event description:
It was reported by the clinician that a self-test error appeared on the external pulse generator. The biomed department did not see the error nor were they able to reproduce the error on the epg. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.